Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Event description:
Additional information received revealed further troubleshooting was performed without resolution. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown. Further information was requested but not received.

Event description:
It was reported the patient's ipg has been deemed inoperable. The issue is alleged to have possibly occurred following the patient experiencing a fall. Troubleshooting was unable to restore the patient's ipg. The next course of action is undetermined at this time.